Event description:
It was reported that a lead safety switch (lss) alert was triggered due to high out-of-range pacing impedance measurements on this right ventricular (rv) lead greater than 3000 ohms. The system automatically switched to unipolar configuration. The physician suspected a fracture on the lead; the plan is to continue monitoring and replace the lead. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.